Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose level of 400 mg/dl. Customer's wife stated he treated by drinking a lot of water. The high blood glucose event began on (B)(6) 2017. The customer's wife stated they are have issues with carelink connect, not receiving text messages when he has a low blood glucose. The customer also had a low blood glucose 60 mg/dl on (B)(6) 2017, the customer treated low blood glucose with orange juice, food and glucose tabs. Wife declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.